Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the tubing leaked, and then returned the affected sample. The sample was clearly cut and leaking at the inlet of the filter and the complaint is verified. Visual inspection under the microscope could not determine the root cause for the cut. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported the tubing leaked, and then returned the affected sample. The sample was clearly cut and leaking at the inlet of the filter and the complaint is verified. Visual inspection under the microscope could not determine the root cause for the cut. No other failure modes were observed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material #: 11532269 batch/lot # unknown line separated at upstream connection at filter. Was intended for use with cytotoxic drugs, thankfully was caught before drug hung and spill occurred.